Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2022 a male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure, in jet alignment, no water was coming out with the aquabeam handpiece; therefore, the handpiece was replaced with a new unit. Upon restarting, the aquabeam console shut down and would not start up after multiple troubleshooting steps. As a result, the treating physician decided to abort the aquablation procedure. There were no adverse health consequences to the patient due to the reported event. On (B)(6) 2022 troubleshooting conducted by a procept field service representative confirmed that the aquabeam motorpack had an internal issue that caused the console to shut down. The motorpack was replaced with a new unit. No issues were noted with the console. The aquabeam robotic system was returned to operational status.

Manufacturer narrative:
H10 additional manufacturer narrative: the aquabeam motorpack was returned for investigation. Functional testing was able to confirm the reported event as the qa test system shut down upon connecting the returned motorpack. Upon deconstruction of the motorpack, severe fluid ingress on the printed circuit board (pcb), inner shell, and motors were observed as salt deposits were abundantly evident. A review of the device history record (DHR) for ab2000/serial number (B)(6) was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. A review of similar complaints identified no other similar events have been reported to procept. The aquabeam robotic system user manual, um0104-00, was reviewed and states the following: 11.2.3 non-sterile: console, motorpack, and foot pedal connection connect the motorpack cable to the front of the console: connect the motorpack plug on the front right port. Ensure the connector locks in place and the red marks on the motorpack and the console align how the fluid entered the motorpack remains undeterminable. However, based on these findings, it is likely that the lack of ipx rating within the design of the motorpack can allow fluid to enter into various openings of the motorpack, which may have been caused by the leaking handpieces per the reported event. Additionally, no internal damage to the motorpack cable was observed. Complaint data is monitored and trended as part of procept's quality management system; shall a trend arise for this failure mode, then further actions will be considered. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.